Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called stating she had a bilateral knee implant to competitor devices with stryker's bone cement on (B)(6) 2002. Patient stated she started experiencing loosening within a year of implant. She visited an allergist to get tested and she was told she's allergic to bone cement. Patient will not provide further information.